Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device clip did not form properly. It was pear-shaped. Another device was used to complete the procedure. There was no adverse consequence to the patient.